Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing a blood glucose (bg) level of 30 (mg/dl). Reportedly, the customer believes the low bg occurred due to increasing their basal rate settings from 1 unit/hour to 3 units/hour for 9 hours; then to 2 units/hour for 15 hours. The customer left the ER a few hours later with their bg levels in target range.

Manufacturer narrative:
While hospitalized, the customer was treated with dextrose. Pump therapy has been suspended until the settings can be adjusted by the customer's health care provider. The customer is currently using lantus and humalog for diabetes management.